Manufacturer narrative:
It is unknown if the patient continues ccpd therapy, and it is unknown if the event of peritonitis has resolved. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Medical records did not contain dialysis treatment records, progress notes, physician orders, or medication records for review.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2015, the patient experienced cloudy pd effluent and abdominal pain and was administered vancomycin 1gm via intraperitoneal (ip) route with a manual exchange. On (B)(6) 2015, the patient presented to the emergency department with severe pain in the epigastric area and upper quadrants. The patient was administered vancomycin 1gm via ip route and was admitted to the hospital on (B)(6) 2015. Assessment on (B)(6) 2015 showed lower extremity mild pretibial edema. Review of the medical records revealed the patient¿s nephrologist planned to change the patient¿s modality to hemodialysis therapy on an unknown date in (B)(6) 2016, due to ultrafiltration failure, large weight gain, and hyperglycemia exacerbated by pd therapy. The pd fluid culture collected on (B)(6) 2015 yielded serratia marcescens, and the patient was administered levaquin (levofloxacin) 500mg via intravenous (IV) route every 48 hours. The patient¿s pd nurse reported the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, the patient was discharged home in stable condition with orders for levaquin (levofloxacin) 250mg by mouth once daily for 14 days.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A supplemental report will be submitted upon final review of medical records by post market clinical staff.

Event description:
A peritoneal dialysis patient reported he was hospitalized with an infection from (B)(6) 2015. A follow up call was made to the patient's peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was hospitalized for touch contamination peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and gentamycin. The patient was also on an oral antibiotic. The patient was switched to hemodialysis to assist him in weight loss to increase his chances for a transplant.